Event description:
It was reported that the patient will be undergoing wound revision and possible generator removal due to the wound not healing correctly following generator replacement. It was reported that the patient's healthcare facility uses a lift to pick up the patient and the lift straps aggravated the wound. The generator was visible through the wound. Cultures were negative. The patient underwent generator replacement. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the explanted generator was completed on 03/04/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=no condition. The data in memory locations revealed that 0.903% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
This information was inadvertently left off of previous MFR. Reports: suspect device UDI: (B)(4).